Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal artery. After a non-bsc guide wire crossed the lesion, a 2.50mmx20mm synergy ii drug-eluting stent was advanced over the wire. However, the stent was damaged while trying to cross the device through the left anterior descending artery. The device was removed and the physician ballooned the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.